Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Result and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat an unknown lesion. The delivery balloon of a 3.50x15mm xience pro s drug eluting stent (des) could not be inflated, and the stent could not be implanted. Another xience pro s des was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Event description:
It was reported that the procedure was to treat an unknown lesion. The delivery balloon of a 3.50x15mm xience pro s drug eluting stent (des) could not be inflated, and the stent could not be implanted. Another xience pro s des was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported activation failure was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported activation failure as the stent expanded without issue during return analysis. It should be noted that a torn guide wire exit notch and kinked hypotube were identified during return analysis which may have contributed to the reported difficulties during the procedure; however, in this case the return goods lab was unable to replicate the reported issue. The delivery system damage (torn notch and kinked hypotube) appears to be related to operational context of the procedure and is likely due to handling and/or manipulation of the device during advancement to the lesion. There is no indication of a product quality issue with respect to manufacture, design or labeling.